Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s190 was returned to olympus medical systems corp. (Omsc). Omsc tried to reproduce the reported phenomenon, but the phenomenon could not be reproduced. Omsc conducted the followings. Omsc investigated the subject otv-s190, uretero-reno videoscope urf type v (the user returned with the subject otv-s190) and visera elite xenon light source clv-s190 (omsc owned) in combination. The above products were operated for 2 consecutive hours. After that, omsc confirmed the operation of the above products while applying light shocks to the subject the above products and shaking the scope connector of the uretero-reno videoscope urf type v. Omsc confirmed internal the subject otv-s190, and there was no abnormality found. Omsc found the mark that seemed to be adhered moisture inside the scope connector of the uretero-reno videoscope urf type v. Omsc confirmed that the error log of the subject otv-s190 regarding the date of this event, and found that e315 and e209 occurred at different timing. The root cause of this event could not be conclusively determined, because the reported phenomenon was not reproduced. However, omsc judged that the phenomenon which the color bar was displayed on the monitor was caused by e315 and e209. Omsc surmised that the possible causes of e315 and e209 were each followings. E315: the error regarding connection of the endoscope omsc surmised that this event occurred in the following order, since the mark that seemed to be adhered moisture inside the scope connector of the uretero-reno videoscope urf type v was confirmed. Scope connector with moisture adhered at the terminal was connected to the video connector socket of the subject otv-s190. A conductive failure occurred between the terminal of the scope connector and the terminal of the video connector socket of the subject otv-s190 due to moisture, and a signal communication error between the scope uretero-reno videoscope urf type v and the subject otv-s190 occurred. E315 was detected because the subject otv-s190 could not be recognized the scope connected due to signal communication error. E209: the error regarding internal buffer omsc surmised that the temporary communication error occurred between the circuit board in the subject otv-s190 and the internal buffer (the cf card), when the subject otv-s190 was reading the internal buffer. And omsc surmised the cause of the temporary communication error was caused by the influence of external static electricity, noise or light shocks to the subject otv-s190. The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The followings were reported to olympus medical systems corp. (Omsc). During f-tul, the color bar was displayed on the monitor and the endoscopic image was not displayed. Then, the error codes e315 and e209 were displayed on the monitor. The user replaced the subject otv-s190 with another product and completed the procedure. There was no report of the patient¿s injury regarding this event. The me at the user facility commented that there was a possibility that saline accidentally adhered to the subject otv-s190.